Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a pulsed field ablation (pfa) procedure. The suture of a proglide device was successfully pre-placed. The sheath was upsized to 14f and the pfa procedure was completed. Reportedly post procedure, after advancing the knot, it was noted that the suture partially captured the vessel wall; therefore, hemostasis was not achieved. Another proglide device was used to achieve hemostasis. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.